Event description:
It was reported that the artificial urinary sphincter (aus) device was no longer working. The physician decided to perform a revision surgery to replace the device. During the revision surgery, following incision it was found the patient had an infection near the pump in the scrotum. It was noted that there were no signs of infection prior to the procedure. The aus device was explanted. There were no further patient complications.